Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump under infused. The event occurred during testing, no patient injury was reported.

Manufacturer narrative:
One device was returned for repair. Review of the event history found no alarms. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing was unable to duplicate reported issue. During visual inspection it was found the downstream occlusion (dso) seal was separating from chassis. The dso seal was replaced.